Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn't start the application. Fse found that ip pc did not start and issue was with bios battery. Fse replaced bios battery in the ip pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system could not start application. It stopped at 00.00. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected [the system on site. It was identified that bios battery was failing. The bios battery has been replaced that the system was returned to use in good working order.